Manufacturer narrative:
The device was returned to olympus for inspection. Foreign matter adhering to the switch no.1 appears to be the medical-use glue. As for the cause of the medical-use glue to the switch no.1, it is possible that the release point was mistaken when injecting the medical-use glue. Furthermore, the user was responsible for using the medical-use glue, and olympus has not verified the removal of the medical-use glue through reprocessing. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited adhesive adhering to the switch no.1. There was no patient involvement.